Event description:
Investigation has been completed.

Manufacturer narrative:
Investigation results were made available. Additional: h2, h6. Correction: b4, b5, g3, g6, h10. Event description: it was reported that the patient underwent a right hip arthroplasty on nov 30, 2018. Subsequently, the patient was revised on sep 28, 2021 due to a dislocation due to a spinal fusion. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Ncr(s): no ncr with a potential correlation to the reported event was found. Conclusion: it was reported that the patient underwent a right hip arthroplasty on (B)(6) 2018. Subsequently, the patient was revised on (B)(6) 2021 due to a dislocation due to a spinal fusion. Neither x-rays, operative notes, office visit notes, nor device or photos of the device were received; therefore the condition of the component is unknown. Patient factors that may have affected the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the investigation the reported event cannot be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). It is noted that the patient is reported to have a spinal fusion which contributed to the dislocation. However, it cannot be determined how this affected the reported event. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. D10: liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells; item# 00631005032, lot# 64147166. Shell porous with holes 50 mm o.d. With calcicoat ceramic coating; item# 65620005020, lot# 61831579. Femoral stem 12/14 neck taper ext. Offset size 1 130 mm stem length; item# 00811400110, lot# 63963453. Bone screw self-tapping 6.5 mm dia. 60 mm length; item# 00625006560, lot# 64025110. G2 ¿ foreign ¿ australia. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The information received has been evaluated but does not alter the findings of the previously reported investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient underwent a right hip arthroplasty. Subsequently, the patient was revised due to a dislocation due to a spinal fusion.